Event description:
A customer reported a cartridge load error indicated by alarm 20 during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Although the caller attempted to load a new cartridge with the help of technical support, the cartridge alarm recurred, and the issue was unresolved. As a result, technical support decided to replace the pump.